Event description:
It was reported that during a da vinci-assisted total colectomy surgical procedure, when the surgeon sat down at the surgeon side console (ssc) one eye was black. The surgeon moved to another ssc and had no issues. The technical support engineer (tse) log review found an error 45308 pointing to an issue with the right monitor on the ssc. The site proceeded with the case and was planning to restart the ssc at the end of the procedure. The tse also advised reseating blue fiber cables. The site was completing the procedure with no reported injury.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse swapped the left and the right video between the monitors; the right high-resolution stereo viewer (hrsv) monitor was still black. The fse confirmed that the issue was due to the right hrsv and replaced the right high-resolution stereo viewer (hrsv) to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the hvsr part involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint right eye is black. The fa found no image on the hrsv.